Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "2 and sometimes 3 staples fired together with one single trigger causing jamming. Clinical consequences: problem of use and bad wound closure". Additional information received states "there were no consequences for the patient, another stapler was used". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming-multiple staples firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block, one at a time. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "2 and sometimes 3 staples fired together with one single trigger causing jamming. Clinical consequences: problem of use and bad wound closure". Additional information received states "there were no consequences for the patient, another stapler was used". The patient status is reported as "fine".